Event description:
It was reported by the physician that the device output malfunctioned during preparation. The procedure was not completed due to this event. There were no patient complications reported. This event is being reported for aborted/cancelled procedure with a patient sedation status of unknown.